Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) and farfield oversensing of the right atrial (ra) channel. Technical services (ts) was contacted and confirmed there is capture. However, ts also recommended following up with the physician to review lv sensing. This lv lead remains in service. No adverse patient effects were reported. Additional information received detailed this device was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture (loc) and farfield oversensing of the right atrial (ra) channel. Technical services (ts) was contacted and confirmed there is capture. However, ts also recommended following up with the physician to review lv sensing. This lv lead remains in service. No adverse patient effects were reported.